Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
A right heart catheterization was performed to confirm the validity of the pressure sensor readings. The sensor was recalibrated and the mean was decreased by 6.8 mmhg. Additionally, the patient was hospitalized at the time of procedure. The physician confirmed the hospitalization was not related to the cardiomems system.

Manufacturer narrative:
Further information obtained confirmed this was not a reportable adverse event. No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.

Event description:
Additional information provided by the clinic confirmed the hospitalization was not related to the cardiomems sensor and the reason for performing the rhc was for reasons unrelated to the cardiomems sensor.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
A right heart catheterization was performed to confirm the validity of the pressure sensor readings. The sensor was recalibrated and the mean was decreased by 6.8 mmhg. Additionally, the patient was hospitalized at the time of procedure. Information has been requested.